Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, d9, h3, h4, h6. Additional information was requested, and the following was obtained: during procedure of oophorectomy, when tightening the knot (ligature or simple stitch), the thread broken, without exerting excessive tension. The rupture zone (knot or in the length of the thread) is unknown. The procedure has been finished by using another thread without pets consequences. Investigation summary: an opened box with thirty-three of product code jv452 was returned to for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number: qmbcpsr0. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed?

Event description:
It was reported that an animal underwent an oophorectomy procedure on an unknown date in 2021 and suture was used. During the procedure, the suture broke when tying the knot. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.